Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and bleeding lcd glass noted during visual inspection .a.m. (B)(6) 2014.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 206 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.